Event description:
It was reported that during system takedown after a da vinci s surgical procedure was successfully completed, the surgical staff observed a hole in one of the instrument arm drapes. The hole was located near the release button of the instrument sterile adapter.

Manufacturer narrative:
The drape was not returned to isi, however, engineering evaluation was performed via photographs taken of the affected drape. Per the customer reported complaint, engineering observed that the plastic film covering the 1 x 1 square opening in the sterile adapter was missing. It cannot be determined if the plastic film went missing prior to draping, while in use during the surgical procedure, or during system takedown.